Event description:
A report was received that the pt had a large hematoma in the midline incision. The midline incision was surgically cleaned. The physician did not believe it was an infection but a blood/fluid accumulation.